Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvfb1d4 ICD, 6935m62 lead implanted (B)(6) 2016. Heartware ventricular assist system ¿ battery model #: 1650de/catalog #: 1650de/expiration date: 30-jun-2019/ serial or lot#: (B)(4), UDI #: (B)(4). Device avaialble for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2018, labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/catalog #: 1650de/expiration date: 31-dec-2018/serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 22-dec-2017, labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/expiration date: 31-jul-2018/serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device available for evaluation? No, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017, labeled single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650/catalog #: 1650/expiration date: 31-dec-2017/serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. No, device evaluation anticipated, but not yet begun mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/expiration date: 31-may-2018/serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Device evalauted by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/expiration date: 31-may-2018/serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation?: no, device evalauted by manufacturer?: no, device evaluation anticipated, but not yet begun, mfg date: 31-may-2017, labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers had losses of power and five batteries exhibited critical battery alarms associated with the losses of power. One of the batteries also had a relative state of charge (rsoc) greater than 100%. One of the controllers had a power port with a poor mechanical connection due to the patient using excessive force. It was also reported that the batteries were not lasting as long as expected. It was further reported that the patient was non-compliant and often reported false claims. Two controllers and five batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller ((B)(6)) was not returned for evaluation. One controller ((B)(6)) and five batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller ((B)(6)) passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection also revealed contamination on power port one and two. The observed contamination is not related to the reported event. The most likely root cause of the observed contamination can be attributed but not limited to the handling of the device. (B)(6) was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controllers ((B)(6), (B)(6)) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis of (B)(6) revealed several controller power up events with their associated motor starts between 19-mar-2019 and 28-mar-2019. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for an average of 9 seconds. Log file analysis of (B)(6) revealed two controller power ups with their associated motor starts on 28-mar-2019 at 12:43:44 and 31-mar-2019 at 09:26:44. Analysis of the data file revealed that (B)(6) was likely the patient¿s backup controller and powered up on 28-mar-2019. The data point prior to the loss of power on 31-mar-2019 revealed that (B)(6) was connected to power port one with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two with 21% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 8 seconds. Logs pertaining to (B)(6) revealed 11 critical battery alarms within the analyzed period due to communication error and the batteries depleting below 10% rsoc. Logs pertaining to (B)(6) revealed 10 critical battery alarms within the analyzed period due to communication error and battery depleting below 10% rsoc. As a result, the reported losses of power, rsoc values above 100%, and critical battery alarms were confirmed. The reported poor mechanical connection could not be confirmed for (B)(6). Furthermore, the poor mechanical connection could not be confirmed for (B)(6) as the device was not returned for evaluation. The reported battery power consumption event could not be confirmed during bench testing; the batteries performed as expected. There is no evidence that the lubrication servicing was performed on the reported batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported rsoc values above 100% can be attributed to momentary disconnections and/or communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm and a communication error between the controller and battery. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6). D10: yes, return date: 02-may-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 19, 4307. D4: serial #: (B)(6). D10: yes, return date: 02-may-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 19 d4: serial #: (B)(6). D10: yes, return date: 02-may-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12 d4: serial #: (B)(6). D10: yes, return date: 02-may-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 19 d4: serial #: (B)(6). D10: yes, return date: 02-may-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 19. D4: serial #: (B)(6). D10: yes, return date: 02-may-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 331, 3213. H6: FDA conclusion code(s): 12, 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.